Event description:
It was reported that the pt experienced a loss of therapeutic effect within the last month. The last pump refill was in 2008. A dye study was performed and looked "ok" under fluoroscopy. The hcp was unable to aspirate the catheter prior to the dye test. He injected the dye, then saline. The hcp again attempted to aspirate again, but could not. The pump contained morphine (pf morphine sulfate) 3 mg/ml, clonidine 300 mcg/ml and bupivicaine 3 mg/ml infusing at flex dosing totaling 1.55 mg/day. The hcp performed an MRI which revealed a small granuloma per radiological report. The granuloma was not compressing any nerves or the spinal cord. It was suspected that the pain was due to the medication not infusing into the intrathecal space. The hcp replaced the catheter on approx one and a half months later. The catheter was originally placed at t12. The hcp entered that dura at l4-l5 and threaded the catheter to the top of l1. The dose of intrathecal drug was restarted "close to his original dose of 0.5595 mc/day.